Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was not available to stryker for physical evaluation; however, based upon a review of provided images the bearing shield unpressed. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device disassembled. There was patient involvement; no patient impact.